Event description:
It was reported that a patient in their 40-50¿s female underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that while mapping in the right ventricular outflow tract (rvot), the physician decided to go into the left ventricular outflow tract (lvot) and they placed the catheters retrograde in the aorta. They then noticed a pericardial effusion via ultrasound. The physician pulled the catheter back and the hemodynamics of the patient were stable; however, the effusion was getting bigger. A pericardiocentesis was done and they are unsure of how much fluid was removed. The patient was stable and the effusion was cleared via ultrasound. They continued mapping in the lvot and they ablated the pvc. The patient kept draining blood and the surgical team from the operating room was called. The patient had a surgical repair done in the procedure room. The patient was stable when they left the room. The caller was not able to speak with the physician about the case. The total wattage used was 30 and the highest was 35 watts. They used a hexapolar and quad polar st. Jude catheter, a duo-deca polar st. Jude catheter, the thermocool® smart touch® sf bi-directional navigation catheter, and the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. All catheters were discarded. Additional information was received. The physician¿s opinion on the cause of this adverse event is that it was due to either the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter or the thermocool® smart touch® sf bi-directional navigation catheter maneuvering in the right ventricular outflow tract (rvot). They had to perform surgery in the operating room. They opened the chest to find where the tear was. Puncture was found in the rvot. Since the patient had surgery, they had to stay overnight for observation. A transseptal puncture was not performed. Prior to noting the pericardial effusion ablation was performed. There was no evidence of steam pop. The event occurred during the mapping phase, after initial ablation. The flow setting was 15ml (45 w). Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were graph, dashboard, vector, and visitag. Parameters for stability used with visitag per physician request were: 1.5 mm, 7 s, 50%, 5g. No additional filter was used with the visitag. Impedance (5-10) color option was used prospectively. The adverse event will be conservatively reported under the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter along with the thermocool® smart touch® sf bi-directional navigation catheter due to the physicians opinion that the event could have been caused by either device.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-(B)(4).has two reports: (1) MFR # 2029046-2022-02610 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2022-02611 for product code 10439011 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter). Manufacturer's reference number: pc-(B)(4).